Event description:
The following information is from an article published in pediatric cardiology; "histopathological workup of an amplatzer atrial septal defect occluder after surgical removal": a 22mm amplatzer septal occluder that had been implanted in a (B) (6) woman with ostium secundum asd was surgically removed 15 months after implant due to a significant residual shunt.

Manufacturer narrative:
We have not received further details surrounding these events to perform a thorough investigation at this time. Should further information become available, we will notify you in a follow-up report.